Manufacturer narrative:
No components have been received by the manufacturer. A manufacturer representative went to the site to test the equipment. It was reported that the computer on the system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the mouse and computer became unresponsive that resolved when a reboot occurs. The issue had only been experienced in cranial software. Only 50% of memory space was used. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found no fault with the computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis was initiated and determined that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.